Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed the ccc that the sample was centrifuged for five minutes utilizing a "fixed-angle" centrifuge. A siemens head-quarter support center (hsc) evaluated the instrument data and concluded that the data indicated a wide variance of the readings, which can be caused by the reagent probe 2 (r2) alignments, the motor leadscrew in r2 fluidics, or loci arm alignments. The customer centrifuged the samples for five minutes. As per the tube manufacturers recommendation, the sample should be centrifuged for ten minutes. The cause of the sample being centrifuged outside of tube manufacturers specifications is failure to follow instructions. The cause of the discordant, falsely depressed ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cardiac troponin I (ctni) result was obtained when the sample was auto-repeated on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was originally tested on the same instrument, resulting higher. The sample was repeated and auto-repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). The customer repeated the sample again on the original instrument and obtained matching result. The customer ran precision testing, and the results of the five replicates matched. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ctni result on one patient sample.